Event description:
On an unk date, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported the pt had small non-calcified external iliac arteries. The device went up smoothly after having trouble with the sheath. When the sheath was pulled at the end of the case, the common iliac artery tore and came out with the sheath. An occlusion balloon was used and the physician repaired the iliac artery with an open technique. The pt tolerated the procedure.

Manufacturer narrative:
Method - device lot and serial numbers, dates, pt info were not available, therefore no eval could be conducted. Result - as device lot and serial numbers, dates, pt info were not available, no eval could be conducted and no results could be obtained.